Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode determined it had undergone reset and that bradycardia therapy remained available. The system occurred during a telemetry session and while communicating with the latitude remote monitoring system and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el). This particular device is included in the high impedance in ingenio extended life (el) pacemaker.

Event description:
It was reported that the battery of this pacemaker exhibited premature battery depletion (pbd). This device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker exhibited premature battery depletion (pbd). This device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.